Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information revealed the patient underwent surgical intervention where her entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain/burning sensations at the ipg site whether stimulation is turned on or turned off. In addition, the patient reported a loss of stimulation therapy (reference MFR. Report#: 1627487-2016-03786). X-rays were ordered. Subsequently, the patient may undergo surgical intervention as the next course of action.